Event description:
Philips received a complaint from the biomedical engineer reporting that the v60 ventilator had the incorrect flow while in service mode; the measurement reading was 167 lpm (liters per minute), when set to 140 lpm at 21%. It was unknown how the issue was found. No patient impact or harm was reported. No user impact or harm was reported. This investigation is ongoing.

Manufacturer narrative:
(B)(6).